Event description:
ICD implanted in 2007. Checked in two months later, and found very high thresholds on rv lead. Dr thinks it might be something with the screw. Rv lead replaced with new lead. No harm to patient. Diagnosis or reason for use: needed for dialysis.